Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device was close to eri and went into backup mode upon interrogation. Technical support suggested a firmware download, but the physician intended to replace the device as it was near end of life.

Manufacturer narrative:
Additional information: conclusion code not available. Upon receipt, communication could not be established between the device and the programmer due to battery depletion. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The reset observed in the field was caused by battery depletion. The cause of the depletion is undetermined.